Event description:
It was reported to medtronic neurosurgery that the physician found the device to be occluded after the operation. According to the report, the physician used a new device to complete surgery. Reportedly, the patient¿s current status is normal.

Manufacturer narrative:
The returned product met the requirements for leak testing; however, it did not meet the requirements for patency testing. Adhesive was noted to be occluding the patient line stopcock. Proteinaceous debris was also noted inside the stopcock. The distal luer connector of the three way stopcock had marks consistent with being tightened with an instrument. (B)(4).